Manufacturer narrative:
Because high impedance was never seen before or since surgery, there is likely not an issue with the lead and it is likely that diagnostics were performed in the or when the lead was disconnected from the generator durign surgery.

Event description:
On (B)(6) 2014 during review of the patient¿s programming history it was observed that a high impedance event occurred on (B)(6) 2012. The patient underwent generator replacement due to end of service on the date of the observed high impedance. The physician noted that the high impedance was not observed prior to the date of explant, (B)(6) 2012. The generator was replaced that day but not the lead. Diagnostics have been fine since the generator replacement. The explanted generator was returned for product analysis on (B)(6) 2012 which confirmed no anomalies with the device; the device was found to be at eri = yes.